Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the all buttons on the insulin pump were insensitive. Customer's blood glucose level was unknown. Customer took off batteries and cap, and set this insulin pump for 24 hours. The customer's blood glucose was normal, did not required medical treatment. No further details given. Insulin pump will not be returned for analysis.